Event description:
It was reported that the 9800 sys experienced low ma errors. The error was cleared by pressing the alarm reset button. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the filament driver pcb. The sys was tested and found to be working as intended and placed back into service.